Event description:
Philips received a complaint by the customer on the v60 indicating that the 1117 "3.3 v supply failed", 111d "motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed", 111b "35 v supply failed", 1118 "5 v supply failed", and 1127 "over-voltage protection (ovp) circuit failed" errors were logged in the significant log. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the 1117 "3.3 v supply failed", 111d "mc pcba adc failed", 111b "35 v supply failed", 1118 "5 v supply failed", and 1127 "ovp circuit failed" errors were logged in the significant log. The blower controller pcba was not displayed properly in the ventilator (vent) information screen. The remote service engineer (rse) provided the customer with the part numbers of the replacement mc pcba and pm pcba for repair as the errors pointed to a faulty mc pcba or pm pcba. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 02nov2025, the customer's manager decided to send the device out for bench repair. This investigation is still ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on 22dec2025, the repair is complete. Multiple attempts have been made to try to obtain further case information regarding the repair and whether the device has been returned to service, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.